Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the patient suffered a co2 embolism. The reporter stated there is no additional info at this time regarding how the case was completed and whether there were any additional pt effects. The lot number is unknown. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).